Event description:
Event description guidant received information that the patient reportes the implantable cardioverter defibrillator (ICD) is beeping at odd intervals. A check of the device found it to be at an eri (elective replacement indicator) battery status. The beep on eri feature was programmed to off. However, afterward, the patient still reported hearing odd tones coming from the device.